Event description:
It was reported to the local manufacturer representative that the site was experiencing difficulties with their hand held. It was reported that the hand held screen was frozen. Further details of which screen the hand held was frozen are not available. Troubleshooting was done by the local manufacturer representative; however, the problem was not able to be identified. In addition, it was noted that there may be dirt in between the hand held screen. The hand held and software flashcard have been returned to manufacturer where analysis is underway.